Event description:
The customer contacted philips to report that the battery won't hold a charge. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.